Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the synchroseal instrument had a crack in the cap tip. The instrument cap tip did not detach from the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchroseal instrument was inspected prior to use with no damage noted. While in use, the instrument tip started to crack. The procedure was completed using the same synchroseal instrument. The synchroseal instrument was inspected after procedure with no missing pieces or fragments identified. The patient was visually inspected with no fragments found. The synchroseal instrument was used normally with no functionality issues. There were no sparks, smoke, or thermal damage. The reporter was unsure how the cracks occurred. There were no instrument collisions. The patient did not return with any post operative complications. There was no patient injury. The synchroseal instrument was disposed and is not available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis as the instrument was discarded. Therefore, the cause of the customer reported failure mode cannot be determined. A review of an image provided of the instrument was performed by an isi failure analysis engineer (fae). Per the fae, the synchroseal instrument jaw cover is torn at the distal end of the instrument.